Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qcs) were out of range post testing. The instruction for use for the cardiac troponin-I assay instructs the customer to follow laboratory procedure when qcs are outside of acceptable ranges. The customer suspended testing and re-tested the samples on an alternate instrument. The ctni reagent lot was evaluated and there were no issues noted. A siemens customer service engineer was dispatched to the customer site. The cse ran low level qcs 3 times which recovered a mean 0.3 ng/ml and a sd=0.002 ng/ml. The cse replaced the reagent arm 2 (r2) probe and recalibrated the instrument with a new lot of calibrator. The customer was instructed to replace the sample probe and recalibrate the instrument with a different lot of calibrator. The qcs recovered within acceptable ranges after calibration. The cse verified the r2 alignment, replaced the loci insert, reset statistics and baseline, calibrated the heterogenous module (hm) mixers, re-ran low level qc 5 times, which recovered with a mean of 0.06 ng/ml and sd 0.004 ng/ml. The cse recalibrated with a new calibrator lot and ran all qcs, which were acceptable. The cause of the discordant, falsely low ctni results is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low cardiac troponin-I (ctni) results were obtained on patient samples and quality controls on a dimension exl 200 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension instrument, resulting higher. The quality controls were not within acceptable ranges. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ctni results.

Manufacturer narrative:
Siemens filed the initial MDR on 18-feb-2019 additional information (28-feb-2019): siemens further investigated the issue. The potential cause of the discordant, cardiac troponin-I results was due to the reagent 2 arm probe alignment. The issue was resolved with maintenance. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. Section h6 conclusion code was updated.